Event description:
A caller reported that the cartridge was damaged, with three occurrences over the past month. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The caller was able to successfully change the cartridge and resume insulin therapy. Replacement cartridges were requested by the caller, and cts arranged to send them.